Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited battery depletion (bd) code. Analysis was performed which indicated that the cause of this code was due to excessive magnet applications. The device battery has recovered at this time and has been approved to remain implanted. Discussed bringing the patient in to clear the fault to stop possible tones. No adverse events.